Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture, left breast prosthesis migration. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture in both of her breasts (baker grade ii in left breast, baker grade iii in right breast). Additionally, it was reported that the left breast prosthesis had shifted laterally and that the right breast prosthesis ruptured after implantation. Lastly, it was reported that the patient developed a hematoma in her right breast one week after implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.